Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd angiocath¿ IV catheter experienced the needle piercing through the catheter during introduction. The following information was provided by the initial reporter: at the time of channeling the patient with the peripheral IV catheter, it returns, at the time of trying to channel it a second time, the catheter does not "pass"; when the catheter was removed, separation of the catheter and fixator was evident.

Event description:
It was reported that the bd angiocath¿ IV catheter experienced the needle piercing through the catheter during introduction. The following information was provided by the initial reporter: at the time of channeling the patient with the peripheral IV catheter, it returns, at the time of trying to channel it a second time, the catheter does not "pass"; when the catheter was removed, separation of the catheter and fixator was evident.

Manufacturer narrative:
H6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 6362741, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle had pierced through the catheter tubing. Based off the provided photo the engineer was able to verify the reported defect. However, it appeared that the device had been used indicating that it was not received in this condition and that the device was assembled correctly during production. Without a physical sample available for evaluation a definitive root cause could not be determined. H3 other text : see h10.